Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(4)) displayed user advisory "(ua) 45" (not at "home" position after power-on/restart) was confirmed during the initial functional test and archive data review. The investigation findings revealed of a faulty drive train motor. Therefore, the root cause of the reported ua 45 was due to a damaged drive train motor as a result of an aging device. The autopulse platform was manufactured in march 2008 and it is 11 years old, well beyond its expected serviceable life of 5 years. Unrelated to the reported complaint, damaged front and bottom enclosures and battery lock on the returned autopulse platform were observed during visual inspection. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. These types of physical damages and faulty drive shaft on the platform are characteristics of normal wear and tear. The damaged parts were replaced and deburring of the sticky clutch plate was performed to remedy the faulty encoder drive shaft. During archive data review, multiple ua 45 error messages were observed on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua 45 (not at "home" position after power-on/restart) displayed when the autopulse platform was powered on. Thus, confirming the reported complaint. To remedy ua 45, the drive train motor was replaced and the drive shaft was rotated to "home" position. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical records were reviewed for service information related to the reported complaint and there were no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message upon powering on. No patient involvement.